Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using a starclose se device after after an interventional procedure for peripheral arterial occlusive disease, using a 6fr sheath. Reportedly, when deploying the vessel locator wings, the clip fell out from the delivery tube. Manual arterial compression was applied to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Analysis was performed on the returned device. The reported clip fell out from the delivery tube could not be confirmed as the clip was confirmed to be present on the carrier tube. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. A conclusive cause for the reported for the reported clip fell out from the delivery tube could not be determined based on the returned device condition as the device was returned with the clip present on the carrier tube. The subsequent treatment appears to be related to procedure circumstance. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.